Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified distal right coronary artery (rca). A 10/3.00 flextome cutting balloon catheter was selected for treatment. During the procedure, it was noted that the balloon ruptured upon first inflation at 8 atmospheres for 5 seconds. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.